Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013 after a hysterectomy, coelioscopy procedure. The patient came back to the hospital for an infection of the obturating holes. The surgeon prescribed antibiotics - piperacillin + tazobactam, gentamicin and clindamycin. The device was explanted on (B)(6) 2013. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.